Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), artificial menopause ("menopause from hysterectomy") and hot flush ("still get anxiety before getting a hot flash") and was found to have weight increased ("gained 20 in the last year"). The patient was treated with surgery (hysterectomy including ovaries). Essure was removed. At the time of the report, the medical device removal, artificial menopause and hot flush outcome was unknown and the anxiety and weight increased was resolving. The reporter considered anxiety, artificial menopause, hot flush, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, hot flush, menopause and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced anxiety ("anxiety"), artificial menopause ("menopause from hysterectomy") and hot flush ("still get anxiety before getting a hot flash") and was found to have weight increased ("gained 20 in the last year"). The patient was treated with surgery (hysterectomy including ovaries). Essure was removed. At the time of the report, the medical device removal, artificial menopause and hot flush outcome was unknown and the anxiety and weight increased was resolving. The reporter considered anxiety, artificial menopause, hot flush, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety, hot flush, menopause and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.